Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensor. The sensor and blood glucose level readings were not matching. Customer's blood glucose level dropped to 50 mg/dl the day before. She treated her low blood glucose level with food. The customer's blood glucose level was over 300 mg/dl when the infusion set was changed. The device was not returned.